Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted along with the entire device system due to right ventricular (rv) lead perforation. Reasonable evidence suggests the device exhibited a malfunction. This device system was replaced for non-bsc products. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted along with the entire device system due to right ventricular (rv) lead perforation. Reasonable evidence suggests the device exhibited a malfunction. This device system was replaced for non-bsc products. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned product was analyzed. The lead was returned in two segments, severed ~ 64mm from the terminal end. The helix was returned extended. Noted dried blood/body fluid in helix housing. Deformed conductor coils noted. Suture tied tight onto the lead body for extraction purposes. Visual inspection showed a deformed helix, bent and/or stretched-out. Continuity testing passed, indicating conductors are intact. The non specific product performance allegation was not confirmed. Unable to confirm a non specific issue. Patient code (B)(6) captures the reportable event of surgery.